Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the heparin 10,000 units per 10 ml medication was stocked out. There was a removal transaction for heparin that reduced the count. This should have triggered a stock-out task through the pims inventory system. However, upon reviewing the logged transaction in pyxis, no stock-out task was generated.the customer stated that this malfunction occurred while dispensing the medication.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.